Event description:
The staples would not lock after firing. The surgeon had to close - used regular suture.

Manufacturer narrative:
11/22/96: suplement report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in a1.